Manufacturer narrative:
A replacement glidescope spectrum single-use directview mac s4 was provided to the customer and the customer's device was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope spectrum single-use directview mac s4 and was able to confirm the reported issue. When the device was exposed to heat and/or steam, the image became foggy. No exterior buildup of condensation was observed, however fluid ingress was observed when examining the device under magnification. The camera image quality test was performed and failed. Upon completion of the evaluation, the glidescope spectrum single-use directview mac s4 was scrapped as the customer had already received a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use directview mac s4 (ns), the view became foggy, and they were unable to identify structures. The procedure was completed using a non-verathon manufacturer video laryngoscope system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.